Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had a fracture on the superior vena cava (svc) coil. The lead is still in use and has a planned replacement date. No patient complications have been reported as a result of this event.

Event description:
Additional information received reported the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the exposed svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. The lead was returned with severe explant damage.